Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device will continuously reboot. Stryker further evaluated the customer¿s device at the product assessment center (pac) and confirmed the reported issue. The root cause was isolated to user interruption of the software update. The device was unable to be restored to normal operation. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device continuously rebooted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.